Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d9, h2, h4, h6, h11. An olympus field service engineer (fse) performed onsite visual and functional inspections of the subject device and confirmed the reported issue. Multiple cracks were found at several points on the camera head and the images are good. The fse recommended the device be returned to olympus for service. However, the device was not returned to olympus for inspection. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A definitive root cause could not be identified. Based on the results of the investigation and since the device was not returned, a possible cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported the subject device has "crack over the camera head". The issue was found during routine inspection. There is no patient involvement in this reported event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. An olympus field service engineer (fse) performed onsite visual and functional inspections of the subject device and confirmed the reported issue. Multiple cracks were found at several points on the camera head and the images are good. The device was also returned to olympus for inspection. In addition, the following reportable malfunctions were identified during the device evaluation: there is a leak from the focus switch, the coupler is corroded, the head is dirty. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported the subject device has "crack over the camera head, the issue was found during routine inspection. There is no patient involvement in this reported event.

Manufacturer narrative:
E1- (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device has "crack over the camera head". The issue was found during routine inspection. There is no patient involvement in this reported event.